Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 months following the implant of this transcatheter bioprosthetic valve, an increase in mean pressure gradient and decreased valve leaflet mobility were observed. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: b5, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient had calcification in the left ventricular outflow tract (lvot) that contributed to the high gradient. The implant depth of the valve was 4 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). The valve was implanted in the patient's native annulus using the subclavian artery approach.